Event description:
Difficulty aspirating fluid through the cap (catheter access port) was reported. Per the patient they aborted the cap procedure on (B)(6) 2013 ¿thinking¿ it was blocked but the patient wondered if there could have been drug missing out of the catheter from the aspiration as the patient had ¿real bad pain¿ in his right leg, cold sweats and had ¿the worst withdrawal in his life following the cap procedure despite taking the oral pain meds the hcp had prescribed for him. On (B)(6) 2013, the patient woke up feeling ok. The patient also stated, the pump was ¿empty¿ and it was refilled so the drug was going somewhere. The cap procedure was done as one month ago the patient felt like his tailbone was bruised and he had excruciating pain from the nerve that ran down his right leg. The patient stated his bed was not so good so was wondering if that could have caused the issue. The patient was starting to fall down now when trying to walk. The patient was taking ms contin 30mg twice a day and 4mg dilaudid at night but then the patient¿s physician gave the patient dilaudid 4mg 4 times a day and ms contin 60mg twice a day. The physician had also prescribed toradol before but yesterday was prescribing a steroidal medication. In (B)(6) 2013 over three months¿ time, the patient¿s back got worse and worse so in (B)(6) 2013, they did a successful cap aspiration and the patient felt better after that for about 4 months. The patient had actually felt better than he had in last couple of years after that cap aspiration. On (B)(6) 2013, the patient was scheduled to have an magnetic resonance imaging (MRI) of his tail bone up to where the catheter tip is and a medication review in 10 days. The patient is scheduled for revision surgery on (B)(6) 2013. The pump was used to deliver fentanyl, baclofen and marcaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# j10912r05, implanted: 2002 (B)(6); product type catheter product ID 8709 lot# j10912r05, implanted: 2002 (B)(6); product type catheter (B)(4).